Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable, as the device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown mg ii femur, unknown mg ii bearing. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed a subcutaneous cyst at the level of the proximal tibia. The cyst was drained. No additional patient consequences were reported.